Event description:
It was reported that a patient suffered a cardiac arrest in or due to lack of ventilation. During the reported event a julian anesthesia workstation was used on the patient with the inspiratory and expiratory ports connected with a single hose and the rest of the patient system not connected to the ventilator. The patient received no ventilation, this condition was alarmed by the anaesthesia workstation. The situation resulted in a cardiac arrest, massage and "recover" of the patient. The customer stated that the device passed the automatic self-test prior to use.

Manufacturer narrative:
The investigation is ongoing. Results will be reported in a follow-up report.